Event description:
It was reported that the lung of the patient was punctured 3 times, at implant. The patient was hospitalized for six days, as a result. Additional information was reported indicating that this was a left sided implant and a right sided puncture occurred. Only the lung was punctured, and the patient recovered. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.